Event description:
It was reported that the camera cannula mount broke when the surgeon was docking the system to the patient for a da vinci s procedure. The surgeon made the decision to convert to traditional open surgical techniques to complete the planned procedure. No patient harm was reported.

Manufacturer narrative:
The camera cannula mount is designed for the camera arm and attaches to a disposable cannula that serves as a port of entry for the endoscope. An intuitive surgical technical support engineer spoke to the customer and informed them to order a replacement camera cannula mount. On (B)(4) 2011, intuitive surgical confirmed with the customer that a camera cannula mount was purchased and the affected camera cannula mount was replaced. As of (B)(4), 2011, there have been no reported recurrences of the issue at this hospital.